Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. The device remains implanted. This relates to the left side.

Event description:
Patient reported left side "rupture" the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as unidentified (tear)opening. (Shell thickness was within specification). ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side "rupture" the device has been explanted.